Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12830.

Event description:
Note: the patient received 2 leads from the lost number. Device 1 of 2. Reference MFR report #1627487-2014-12830. It was reported the patient experienced over stimulation . The patient was reprogrammed but the issue was not resolved. The patient reported over stimulation and a pinching sensation at the ipg site. Diagnostic testing revealed no anomalies. The patient's system was explanted.